Event description:
It was reported that the doctor was tamping implant into disc space with mallet and the back part of implant broke off.

Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect and operational context may have contributed to this event. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. Device was not returned to manufacturer.